Event description:
It was reported that the patient "coded" after the exhalation line came off the ventilator with no audible alarm. The home health nurse had to do sternal rubs while the patient's mother bagged the patient. The patient was hospitalized. The patient was released from the hospital a couple of days later. No reported patient harm. The pulmonologist told the family that the ventilator did not alarm because the low minute volume was turned off.

Manufacturer narrative:
The clinical specialist stated that it was difficult to disconnect the exhalation tube from the ventilator. When the exhalation tube was removed from the ventilator, did not alarm. The clinical specialist suspected it was in part related to the resistance in the neonatal circuit and the alarm being set too low. The clinical specialist increased the ventilator's low pressure alarm setting from 6 to 12 for added safety. The clinical specialist suggested the neonatal patient circuit get switched with a pediatric for adult patient circuit. The ventilator located on the wheelchair should also have a secure mount, so it will not move so freely. The clinical specialist suggested the ventilator get switched to a ltv 1150 for the added safety of a low peep alarm while the low minute volume alarm is off. Results - neonatal circuit and the alarm settings. Conclusions - the ventilator did not alarm when the exhalation tubing was removed. Suspected resistance in the neonatal circuit and the alarm settings. The low minute volume alarm was off and the low pressure alarm was set too low.